Event description:
The customer alleges that the catheter mount had a split near the base of the catheter while in use on a patient.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack in the smooth flo flex tube. Based on the visual exam, the reported complaint was confirmed. The crack may be due to improper storage. The storage instructions in the IFU mention that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product is not conductive and must not be used with explosive/flammable gas. At the manufacturing site, a 100% inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. It is most likely that the defect occurred due to improper storage or mishandling, although this could not be confirmed.

Event description:
The customer alleges that the catheter mount had a split near the base of the catheter while in use on a patient.